Manufacturer narrative:
The explanted lead was discarded by the surgical center and will not be returned for eval. This is the final report.

Event description:
During the trial lead implant procedure, the pt's dura was punctured. The trial lead was removed. The pt was given 900 ccs extra fluid for their reported headache. The pt continued the trial. The pt's headache resolved.